Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR" upon powering up" was confirmed during archive data review and functional testing. The root cause for the system error was that the drivetrain motor brake assembly air gap was too wide, out of specification, and the drivetrain brake area was observed to be dirty. The dirty brake may cause the brake to seize, likely attributed to the user mishandling. Based on the archive, the frequent daily checks were not performed by the customer. The lack of regular maintenance could degrade the mechanical components of the drivetrain, including brake seizure. There was no physical damage observed on the returned autopulse platform during the visual inspection. In addition, unrelated to the reported complaint, the encoder driveshaft of the platform does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is characteristic of the normal use of the platform. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. System error 139 was generated if a platform cannot give optimum CPR, the platform stopped compression as intended if it can't provide optimum CPR. In addition, the autopulse platform also displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) error message, unrelated to the customer reported complaint. The autopulse platform failed the initial functional testing and displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The motor brake gap inspection test revealed that the brake was dirty and the lining was worn, making the drive train motor brake gap out-of-specification (too wide), which caused system error and (ua) 17 errors. The brake gap was adjusted and cleaned to remedy the faults. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified that the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(4).

Event description:
Before the patient use, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. The crew immediately switched to manual CPR. No consequences or impact to the patient.